Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Event description:
It was reported that the patient had twiddler's syndrome and as a result, there was an insulation break in the sense/pace portion of the lead. The sense/pace portion was capped and replaced and the defib portion remains active.